Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was reported on february 19th 2019 that both the implant and anchoring plate removed were disposed in the hospital. Therefore, no product evaluation could be performed. From the information provided based on the complaint report, the product history records, the review of the case with the project manager and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the surgeon did not use the sterile starter awl before impaction of the anchoring plate while it was reported that the patient had sclerotic bone. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the half anchoring plate is a simple and effortless step. Nevertheless in order to prepare the anchoring plate trajectory, the starter awl is recommended for each roia surgery. The use of the starter awl is up to the surgeon based on his surgical and product knowledge, preoperative assessment of the patient¿s case and preoperative signs of bone density on the instrumented level. Root cause: user error (absence of sterile starter awl use as recommended by the surgical technique).

Event description:
Roia: cage broken during impaction of anchoring plate. A broken implant in the operating room was reported on february 6th 2019. The distributor reported on feb. 06th 2019 that after trialing, the surgeon implanted the device; patient had sclerotic bone. After tamping in the first plate with the small tamp the front of the cage broke and sheered off. Both pieces were able to be recovered from patient. No images were taken in between the cage breaking and loading up a new cage. Additional information received on february 14th 2019: the patient was healthy and recovering from surgery. The reference and lot of the anchoring plate were ir2008t 72366. The surgeon did not use the sterile starter awl before impaction of the anchoring plate. No pictures of the defective items were available. The surgery was not delayed 30 minutes. According to the reporter, the surgeon is well versed in the surgical technique. Additional information received on february 19th 2019: the operation was only delayed about 10 minutes. In regards to the anchoring plate, it occurred on the first blade inserted. They then opened another box where they used the existing blade already opened and then one from the new box. Both the implant and anchoring plate removed were disposed in the hospital.